Event description:
Additional information received: occurred before infusion and updated patient information.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good condition. The review of event found the record of event as 'error - 1870 - (B)(6) 2018 11:45:00 pm'. Functional testing included use testing. The pump was powered on and it immediately alarmed error code lec 1870. 1870 error is motor_timeout1. Simulated use was able to run the pump. Pump was opened and inspected, the inspection found a loose wire tie inside the pump near the optical switch. The customer's reported problem 'lec 1870' was able to be duplicated. Based on evidence, the complaint was confirmed. The root cause could not be identified.

Event description:
Information was received indicating that this ambulatory infusion pump gave error code 'lec 1870'. It was also reported that the pump did not give any alarm. No adverse effects were reported.